Event description:
It was reported the patient had his spectra penile prosthesis replace with an inflatable penile prosthesis as the patient was dissatisfied with the rigidity. No patient complications were reported in relation to this event.